Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's cord was splitting at the distal end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.